Event description:
It was reported that the pt was unable to adjust the stimulation. A display showing the "call your doctor" icon was present. A power on reset (por) condition was reported that was subsequently resolved. It was also reported that the pt's stimulation was intermittent. As a result, the pt was not receiving "one hundred percent relief" from headaches, as was the case prior to the intermittent stimulation issue. The symptoms began approximately three to four weeks prior. It was further stated the pt moved cross country and then experienced pain in the head and shoulder. The pt stated that a previous revision had been performed to correct wires running over the shoulder. No further details regarding this event were given. It was suspected that the shoulder pain was caused by scar tissue irritating the area. The pt had an appointment scheduled with the health care provider and MFR rep for eval. No further details, pt symptoms or outcome were provided. Additional info was requested but not provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)